Event description:
It was reported to medtronic minimed that the customer had reported the pump had no power, had the incorrect battery cap type, and that the transmitter was lost. The customer also mentioned that her pump had no serial number on the back side. The customer requested a spare battery cap. The customer reported no adverse event. The event involved product(s) mmt-1884 and mmt-7841zn. Troubleshooting was performed for the blank display, and the customer was advised to monitor the product. Troubleshooting was performed for the battery cap. The customer was instructed that the replacement battery cap would be sent. Troubleshooting was performed for the labeling issue, and the product labels were reported as missing, removed, worn, faded, or damaged following usage. No harm requiring medical intervention was reported. The customer was instructed to discontinue device use and revert to the backup plan with the health care professional's instructions. Mmt-1884 was requested, and the customer's response was that the device would be returned. No product return is required for mmt-7841zn.

Manufacturer narrative:
This MDR related to the puerto rico manufacturing site has been assigned a medwatch number from the medtronic minimed northridge site, per variance 5. Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Additional information has been received which was not correct in the initial report. The updated information has been provided in below sections with this follow-up report. 1. Section h7 - checked recall box. 2. Section h9 - added battery cap recall number. The pump passed active current test, sleep current test and self-test. No blank display noted during testing. Successfully downloaded history files and traces using thus. The power management graph confirmed the unloaded voltage (ul vlith) and loaded voltage (loaded vlith) were within spec range. No alarms or alerts noted during testing. Battery cycle 4.0 received the low battery alert (104) on 08/13/2025 00:30:00 after more than 7 days at 15.25 days. Battery cycle 3.0 received the low battery alert (104) on (B)(6) 2025 16:06:00 after more than 7 days at 11.23 days. Battery cycle 2.0 received the low battery alert (104) on 07/09/2025 06:41:00 after more than 7 days at 11.61 days. Customer did not experience an unexpected power loss of less than 7 days per the pump history records. Pump was cut open to perform visual inspection and found¿no evidence of physical or moisture damage¿on the electronic assembly, motor, or force sensor.¿test p-cap and reservoir locked properly into reservoir compartment during testing. The following were noted during visual inspection: scratched case, pillowing keypad overlay, battery tube threads cracked, stained keypad overlay, cracked case (battery tube), serial number label missing, cracked case corner of the belt clip rails near the battery compartment, battery cap contact missing. Blank display was not observed during analysis and passed all required testing. Blank display not confirmed. Confirmed serial number label is missing. Confirmed battery cap contact missing. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.